Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient experienced infusion set leakage event on (B)(6) 2026.the leakage was at the site.the infusion set was in use for a couple of days. No further information is available.